Manufacturer narrative:
H6: investigation summary: customer returned (20) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported needle clog during priming and during injection. All (B)(4) returned pen needles were examined, and the following was observed: 13 exhibited a bent non-patient end (npe) cannula. 6 exhibited a broken npe cannula. 1 exhibited a straight npe cannula. The sample with a straight npe cannula was tested for flow using a test pen injector: the pen needle was able to expel properly. The 19 pen needles with damaged npe cannulas could not be tested for flow, therefore, it could not be determined if there was a clog. No evidence of manufacturing defect was observed. The alleged clog issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able confirm the customer¿s indicated failure (npe cannula broken). Bd was able confirm the customer¿s indicated failure (npe cannula bent). Bd was not able to duplicate or confirm the customer¿s indicated failure (needle clog) h3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and unable to deliver medication. The following information was provided by the initial reporter: material no. 320550 batch no. 0008842. It was reported that needle clogged during priming and injection. Also reported needle on non patient end is too short preventing it from attaching to the rubber barrier on pen. Verbatim: consumer reported needle clog during priming and during injection, needle on non patient end is short, preventing it from attaching to the rubber barrier on pen. Consumer does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and unable to deliver medication. The following information was provided by the initial reporter: material no. 320550, batch no. 0008842. It was reported that needle clogged during priming and injection. Also reported needle on non patient end is too short preventing it from attaching to the rubber barrier on pen. Verbatim: consumer reported needle clog during priming and during injection, needle on non patient end is short, preventing it from attaching to the rubber barrier on pen. Consumer does not re-use.